Manufacturer narrative:
Surgical images were reviewed, and there was a corneal artifact that likely led to a disturbance in the laser transmission to the capsule. No post-operative intervention or complications were reported by the clinical site, and the doctor reported that the patient was doing fine.

Event description:
On (B)(4) 2019, a user reported to a lensar cas that a patient that the doctor had done on (B)(6) 2019 had a tear at one of the intelliaxis nubs. The user stated that the doctor told her that the capsulotomy split at one of the nubs.